Event description:
Pt discharged from hospital on 8/5/05 with diagnosis of resolved mrsa bacteremia & fever from possible source of a porta-cath central line which was removed. Rash that patient developed was improved at this time.